Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0jvt3, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that their implantable neurostimulator (ins) "kept slipping up" on them in (B)(6) 2015, which ultimately resulted in a surgery the day prior to the report to move the ins down. It was reported that during the surgery a power on reset (por) error message was seen. The patient noted, however, that it was when they tried to increase that they saw the por. The patient's indication for use of the stimulation system was gastrointestinal/ pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.